Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient was eventually hospitalized due to diabetes ketoacidosis on (B)(6) 2024. The glucose level was 400 mg/dl. No further information available.